Event description:
The pt is a (B) (6) female with a diagnosis of chiari malformation. The pt did not appear to have any previous spinal surgeries. On (B) (6) 2010, the surgeon was placing the 5th of 5 screws in the occipital plate. All four previous screws had been implanted without complication. On the central screw hole using an adjustable length standard drill guide, the surgeon was between the markings on the guide of 10-11mm for a 10 mm screw. The surgeon generally taps over by .5mm. He was tapping at 10mm and the tap broke in two just above the threads with the threaded part of the tap remaining in the skull approx 2 mm proud of the plate. The surgeon attempted to remove the embedded tap with nail removers and needle nose pliers, however, with the screw hole parameter, the surgeon could not get an instrument with a solid grip on the tap. The pt had hard dense occipital bone and the surgeon did not wish to remove the plate and other four screws to remove the distal portion of the tip. The cortical rigid occipital tap distal tip remained in the occiput. The attempt to remove the embedded portion of the tap extended the surgery over sixty minutes.

Manufacturer narrative:
Product is an instrument and is not intended to be implanted but was unable to be removed. Eval is pending upon completed investigation of the product.